Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: it was reported that on an unknown date, patient underwent removal of unknown screws and unknown plate due to screws were coming out of the plate. Upon looking at the x-ray the lateral 2.7 screws were coming out of the plate. This plate was removed to reduce pain. The fracture appeared to be healed. It was unknown if there surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, quantity #: 1), unknown cortex screws (part #: unknown, lot #: unknown, quantity #: 3), unknown locking screws (part #: unknown, lot #: unknown, quantity #: 3). This complaint involves two (2) devices. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided in the attachment(s). The image(s) was reviewed, and the complaint condition is confirmed as screws were migrated from the plate which is seen in the x ray, so the complaint is confirmed. Since the device was not returned, dimensional, material and drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves two (2) devices.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the removal of unknown screws and an unknown plate because the screws were coming out of the plate. The x-ray showed that the lateral 2.7 screws were coming out of the plate. The plate was removed to reduce pain. The fracture appeared to be healed. It was unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant devices: unknown plate: 3.5 mm lcp clavicle plates superior and superior anterior (part #: unknown, lot #: unknown, quantity 1), unknown cortex screws (part #: unknown, lot #: unknown, quantity 3), unknown locking screws (part #: unknown, lot #: unknown, quantity 2). This report is for one (1) unk - screws: trauma. This is report 1 of 2 for (B)(4).